Manufacturer narrative:
One cardiomems patient electronics unit and power supply were returned for investigation. External visual inspection of returned material revealed damage to the power supply in the form of exposed internal wires from its output cable. A portion of the exposed internal wire from that output cable of power supply was observed to burnt. No other physical discrepancies or discernible damage was observed anywhere else on the material returned.

Event description:
The patient reported sparking from power supply. The power supply was replaced and there were no adverse consequences reported by the patient.